Event description:
A customer stated that an abo discrepancy occurred on galileo instrument #(B)(4).

Manufacturer narrative:
A review of the plate image by an immucor technical support specialist indicated that no anti-a reagent had been pipetted into test wells a2 through a6. One donor sample was reported out as an ntd (no type determined) and test well a5 displayed equivocal (?) Reactivity. An immucor field service engineer verified pipettor position, racks, and micro plates using the teaching tool with acceptable results. The daily maintenance and qc were performed with acceptable results. The customer provided twenty known abo samples that were tested and the expected results were obtained. The instrument was tested and operated within specifications with no problems identified.